Manufacturer narrative:
Additional information: this report 1020279-2016-00119 was filed in error. It is a duplicate of 1020279-2016-00006.

Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to implant failure.